Event description:
The pt reported that the infusion device makes strong operating noises and she has experienced elevated blood glucose of 200-250 mg/dl for 3 months. Her normal blood glucose level is 120 mg/dl. She switched to her backup infusion device and her blood glucose returned to normal. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.